Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and was found to be fully functional. The representative could not reproduce the issue but made adjustments to the driver board. The verified system functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would be driving normally when it would suddenly stick and no longer drive. There was no patient present.